Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had exhibited pocket erosion due to hematoma. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The pacemaker will not be returned.